Manufacturer narrative:
Supplemental report to reflect no product evaluation performed: a DHR review could not be performed as work order information was not provided. A lot history review could not be performed as work order information was not provided. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Product verification (pv) testing was completed for the work order on a sampling basis, including a sheath expansion force test. Prior to the insertion force test, the shaft is visually inspected for seam separation. After completion of insertion testing, the shaft is again inspected for damage such as tears and fragments. All samples must pass product verification testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. As the device was not returned, no visual, functional or dimension testing could be performed. Imagery was provided for review and the following was observed: per the provided review of histopathology imagery, a plastic-like structure was observed embedded into sheets of neutrophils. The patient had small 'boils' form at the surface of the skin. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 to march 2021 for the esheath (all models and sizes) was performed with the codes identified below. No additional closed complaints with any of the codes below were revealed for similar events and root cause. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the provided imagery. Without the return of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A review of complaint history and manufacturing mitigation's showed no indication a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per the complaint description, a 'plastic particulate' was observed, which was 'believed to be from the hydrophilic coating from the tavr case, stating poly hydrophilic emboli.' The provided imagery revealed a plastic structure, 'embedded in a vast sheet of neutrophils,' per the case notes. Such particulate may have originated from the esheath. As neither the complaint device, applicable imagery, nor patient information were provided for review, there is insufficient information to determine a root cause. However, it is possible that the following factors may have contributed to the event: calcification - if the esheath had interacted with calcification of the access vessel, the sheath shaft may have become damaged, resulting in the emboli. Calcification can create sharp nodules which can potentially cause the outermost layer of the sheath shaft to separate from devices. Use of perclose device - the perclose device may have interacted with the esheath during insertion or withdrawal. Such interaction may have scraped the hydrophilic coating of the sheath and resulted in an embolism. Use of other non-edwards devices - it is unknown if any other non-edwards devices were used prior to esheath insertion, potentially resulting in damage to the sheath shaft that may have contributed to the particulate separation. Additionally, edwards lifesciences performed a toxicological risk assessment based upon the chemical characterization of device extracts of the esheath. The extractable chemicals were toxicologically evaluated, and their levels were determined to be of low risk for patient exposure. The risk assessment indicates that the likelihood of a toxic effect from proposed clinical use of the esheath is negligible, and the device is considered safe for use as intended. The biocompatibility test results met the acceptance criteria; therefore, the esheath conforms with the appropriate iso standards. As no sample was returned for evaluation, it cannot be determined if the emboli came from the esheath. A definitive root cause cannot be determined. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective or preventative actions are required.

Manufacturer narrative:
The device is not available for return. Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), 28 days post implant of the sapien 3 valve via transfemoral approach, the patient was admitted with pain, swelling and abscess on the right groin, which was the device side from the tavr procedure. The abscess was biopsied and found to be caused by plastic particulate. Infectious disease biopsied the lesions which extended from the patient's abdomen to their legs. They believed the plastic particulate to be from the hydrophilic coating from the tavr case, stating 'poly hydrophilic emboli'. The abscess was surgically drained, irrigated and a wound vac was placed. They suspect this is from the esheath, considering the location of the lesions. The tavr procedure was completely unremarkable, and went as expected.